Event description:
It was reported after a fall; the patient was not receiving effective therapy. The patient was programmed several times without success. It was confirmed via x-ray that the lead had migrated. In turn, surgical intervention took place wherein the physician attempted to reposition the lead back in the epidural space. However, the physician noted that the patient had lots of scar tissue and was unable to successfully reposition the lead. The lead was explanted. Effective therapy was restored using the second lead. Note: it is unknown which lead is related to this issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000107824. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.